Event description:
Additional information received reported that the cause of the lead migration was undetermined, and the lead had migrated just a little deeper. The patient did not experience any symptoms that could be attributed to the lead migration and they were still getting relief from their symptoms. The manufacturer representative follow-up a couple of days after and the patient was doing fine and was receiving effective therapy as of that call.

Event description:
It was reported that the health care provider (hcp) mentioned that the lead appeared to have migrated and replacing the lead would have been a good option even if it had not been cut. The lead was replaced with a new product and the revision took place on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer's report # 3004209178-2014-22248 for the patient's lead being cut during ins replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v267031, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. (B)(4).